Event description:
In 2009, the lay user/patient's father contacted lifescan (lfs), alleging that the patient's one touch ping meter's display was damaged. The reporter claimed black marks were appearing within the subject meter's screen. The medical surveillance specialist (mss) spoke with the patient's mother on september 10, 2009, and obtained the following information. The patient's mother stated that the patient was unable to test with subject meter as a result of the alleged issue beginning on the early afternoon of the report, when he was at school. The patient's mother claimed she advised her son to use his backup meter he kept at school (onetouch ultramini) to test at the time the alleged issue began. Later that afternoon (after school), the patient's mother confirmed that pt claimed he began to "feel low." The patient reportedly was pale and began to feel shaky. At the onset of the symptoms, the patient was unable to test his blood glucose as a result of the issue; however, the patient's father immediately gave him some candy in response to the symptoms. The patient's mother stated that the patient began to feel better after being given 2 pieces of candy. At the time of troubleshooting, the customer care advocate (cca) noted there was no known trauma to the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.